Manufacturer narrative:
The device was returned to the MFR for eval. The quality investigation is ongoing. A f/u report will be filed when the investigation is complete.

Event description:
It was reported that the pointer could not be registered for the procedure. The case was successfully completed without the use of navigation with a 30 minute delay. There is no allegation of adverse consequences associated with this event.